Event description:
The pump was delivering baclofen at 100.0 mcg/day and morphine at 1.250 mg/day.

Event description:
Additional information was received from a healthcare professional via a product surveillance registry and it was reported that the patient's weakness on (B)(6) 2011 was related to the intrathecal medications morphine and baclofen. The patient's bilateral upper extremity numbness, tingling, and weakness on (B)(6) 2011 was related to the intrathecal medications hydromorphone (2.5 mg/ml at 35.02 mcg/day) and baclofen (400.0 mcg/ml at 0.2189 mg/day).

Event description:
Corrected/additional information regarding specifics of interventions taken: the dose was decreased 50%; as of (B)(6) 2011 the pump administered baclofen with concentration 1,000.0 mcg/ml at a dose rate of 50.0 mcg/day and morphine with concentration 12.5 mg/ml at a dose rate of 0.625 mg/day. Regarding weakness, the oral morphine was also decreased on (B)(6) 2011 and device reprogramming occurred on (B)(6) 2011. As of (B)(6) 2011, the pump administered baclofen with concentration 400 mcg/ml at a dose rate of 35.02 mcg/day and dilaudid with concentration 2.5 mg/ml at a dose rate of 0.2189 mg/day . A 30 % increase occurred and as of (B)(6) 2011; the pump administered baclofen (400.0 mcg/ml) at a dose rate of 45.54 mcg/day and dilaudid (2.5 mg/ml) at a dose rate of 0.2847 mg/day.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen 1,000.0 mcg/ml and morphine 12.5 mg/ml via an implantable infusion pump. Concomitant medications included morphine ir. The indications for use were noted as intractable spasticity and multiple sclerosis. Patient medical history included transverse myelitis as well. On (B)(6) 2011 the patient reported abnormal weakness. The severity was noted to be mild as it didn¿t interfere in a significant manner with the subject¿s normal functioning level. It was not considered to be serious and as far as the relatedness was deemed ¿not related¿. Actions taken included reprogramming on (B)(6) 2011 as well as administering medications on (B)(6) 2011. The event, however, resulted in prolongation of existing hospitalization as well as an unscheduled clinic or office visit. The event outcome was resolved without sequelae on (B)(6) 2011. However, on (B)(6) 2011 the patient reported bilateral upper extremity numbness, tingling and weakness. The action taken was reprogramming. The clinical diagnosis was indicated as it medication side effects. The outcome was resolved without sequelae (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).